Manufacturer narrative:
Quality assurance analysis revealed that the guide wire was returned with blood on the coating and core. There was no contrast visible. There was approximately 2.6 cm of the guide wire tip that had separated and not returned with the rest of the guide wire. The fracture face of the separation was jagged. There was a kink in the core 5.5 mm proximal to the separation. There was no other damage noted to the guide wire. Using a laser micrometer, the maximum out diameter of the guide wire was measured and met manufacturing criteria. The distal end of the guide wire was dipped into red dye to verify that hydrophilic coating was present. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem analysis showed that the wire had been excessively fatigued at the core and then failed from ductile overload. The cause of the fatigue is not described in the incident information nor seen in the cine views that were provided. The analysis did not identify why the guide wire was fatigued excessively. Historical information suggests that the most common cause of excess fatigue happens from leaving the guide wire prolapsed for an extensive time. Then the bend cycling from the beating heart accelerates guide wire fatigue. Also, heavy over bending of the guide wire can cause rapid fatigue of the core. Overall, the cause of the fatigue and ultimate guide wire failure could not be determined, but there was no apparent quality issue detected in the analysis. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered to be closed by the quality assurance department.

Event description:
Reporting status: serious injury-medical intervention/disability, reporting rationale: removal/snaring of a portion of the separated guide wire. Portion of separated guide wire remains in patient. Device issue: guide wire separation. It was reported that while trying to cross the target lesion inside a totally occluded rca the radiopaque tip of the p50 guide wire broke and separated from the rest of the guide wire. The broken piece of about 3 cm length was removed from the coronary artery with the help of a snare device. Unfortunately, it was not possible to pull it out completely. Trying to pull the snare device into the guiding catheter, the piece got lost inside the aorta and disappeared somewhere into the periphery of the lower part of patient's body. The longer part of the guide wire was returned for analysis together with a video cd of the angiopraphic scenes. Even though the stenosis was later passed with a p150, it was not possible to successfully dilate the occlusion. The patient will need to undergo bypass surgery. No additional event or patient information is available.